Event description:
It was reported that during a hand assisted laparoscopic nephrectomy procedure, before the procedure started, the clip was loaded and fired outside the patient. Pear-shaped and malformed clips were noted and repeated. The device was pulled from the field and another was used to start the case. There were no patient consequences.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.